Event description:
In 2006, a physician did a stenting procedure. It was reported that there were "other neurological complications". Date of onset is the following day.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.